Manufacturer narrative:
The device was returned and evaluated. The evaluation result is as follows: one device was received and evaluated for the complaint regarding the needle button released event. Device (B)(4) was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
Patient reported that on (B)(6) 2021 the needle button accidently released prior to the completion of the 24-hour period. Patient estimated the time before the needle button popped out to be about 5 hours.